Manufacturer narrative:
The device was evaluated and the reported issue was confirmed. Visual inspection revealed no visible damage on the nail, however; x-ray images revealed a flattened anti-jam washer. Functional testing showed the device force output was below specifications and no signs of distraction.

Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that alleged the stryde nail was not lengthening postoperatively. On (B)(6) "2029" a revision procedure was performed to replace the rod. The patient has been reported to be in a good condition.